Manufacturer narrative:
Additional information reported patient had severe bilateral lower extremity claudication and bilateral sfa and popliteal occlusions. Patient had undergone atherectomy and angioplasty of the right popliteal and sfa with stenting previously. Presenting with severe resting pain in the right lower extremity. Patient has also been noted to have a total occlusion of the left sfa. Lesion treat was the right sfa with in-stent occlusion. Procedure was completed using non medtronic drug eluting balloons, stenting and post dilatation balloons. Good results were obtained and flow noted to the foot, posterior tibial and peroneal artery.

Event description:
The physician intended to use the nanocross to treat a lesion in the distal sfa as per IFU. It is reported that the balloon was passed through a previously deployed stent to pre-dilate the target lesion. The physician encountered difficulty crossing the lesion. The balloon would not deflate requiring manipulation and suction to deflate. Deflation time was 180+ seconds. The procedure was completed as normal. No patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.